Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that during a routine follow-up while trying a cybersecurity upgrade, the device went into bvvi mode. The patient was asymptomatic. Another attempt to upgrade the device was unsuccessful. The device was restored to normal function. Device remains implanted.